Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd (B)(4) nj has been listed in sections as the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard package stickers are missing. The following information was provided by the initial reporter, translated from spanish to english: during the inspection, imported medical devices were found that did not have packaging stickers on their packaging. Service for the pertinent management with the supplier.

Manufacturer narrative:
A lot number was received and has been included. Correction cancel MDR: an email stating that the invima sticker is not provided by bd has been received. It is a sanitary registration# sticker is from invima, and this is not placed by the bd plant, this is a local process. As no product quality issue is reported, this does not qualify as a bd product complaint. The complaint will be closed / cancelled.

Event description:
Na.